Event description:
It was reported that this right atrial (ra) lead had stored episodes containing noise. The physician suspected the observed noise was attributed to the device header or inadequate lead insertion. Technical services (ts) explained that was likely myopotential noise, as there were no erratic breaks or variances in the noise. For the most part, the noise was seen but not oversensed. The largest deflections were approximately .05-.6mv, and programming changes were made to ra sensitivity (fixed 1.0mv). This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).